Event description:
The product was used during a laparoscopic sigmoid resection procedure. Reportedly, the staples did not form properly. The surgeon converted to a laparotomy and a colorectostomy was performed. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6.